Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 stopped working and was no longer cauterizing, the hospital was not sure if it was the hemopro 2 device or the cable causing the malfunction. Replacement devices were used to complete the procedure. The hospital did not report any pt effects. The hospital returned the hemopro 2 device to the factory for evaluation and intends to return the hemopro 2 extension cable. Refer to MFR report #2242352-2012-00962 for the related report.

Manufacturer narrative:
The device has been returned to the facility and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).